Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was determined that the programmer booted to an error message and that multiple errors were also present in the error logs. The link electronic module board was replaced and recalibrated, the hard drive reconfigured and the software reloaded and updated. It was additionally noted that there was a broken latch tab on the power cord bay, the system fan was noisy and the lower case worn. All were replaced to resolve. (B)(4).

Event description:
The programmer was returned with only "repair" as the reason. Follow-up attempts to obtain additional information were unsuccessful. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.